Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump was continuously beeping after removing the battery. The customer¿s blood glucose level was 380 mg/dl at time of incident. Customer stated that they were getting insulin flow blocked while on basal or bolus delivery. Customer declined troubleshooting for high blood glucose. The devices will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery or insulin flow blocked alarm and audio or beep anomaly noted. No error 63 found in history file. (B)(4).